Event description:
Patient had heparin drip infusing. Tubing was under patient gown, so rn went to disconnect from patient to move tubing and IV tubing came apart at y-site. Rn disconnected tubing from patient and pump. Notified provider and additional patient checked. No signs of leakage evident prior to disconnection. Heparin bag and tubing saved in bag. New bag and tubing hung.